Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and customer follow-up in b5. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the customer confirmed the device fully operational after the pigtail was swapped. This indicates that the event likely occurred due to faulty video cable connector. However, the specific root cause of the faulty video cable connector could not be determined at this time. Olympus will continue to monitor field performance for this device.

Event description:
The customer confirmed the event occurred during preparation for use. The procedure was completed with a similar device. The procedure was prolonged for approximately 15 minutes and there was no impact to the patient.

Manufacturer narrative:
Olympus technical assistance center (tac) assisted the customer with troubleshooting efforts to resolve the reported issue. During the process of troubleshooting, e315 (incompatible scope) was no longer displayed, however, error e302 (internal buffer full e302 - please transfer unsaved images now). Displayed and would not clear. Error e302 was not removed during this time frame as additional steps were needed to clear the buffer then replace the maj-1430 cable. Tac will send the user facility information on how to clear the e302 error. No additional information has been provided at this time. The device was not returned to olympus for evaluation. The investigation is ongoing and follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the video processor had intermittent error e315 (incompatible scope) and error e302 (internal buffer full e302 - please transfer unsaved images now). There were no reports of patient harm or impact associated with the reported event.